Event description:
At the start of the procedure, an error message was noted stating: "amplifier connected," however horizontal blue lines were noted while connecting the ECG leads to the patient. Multiple attempts were made to reset the amplifier, but the issue persisted, and the procedure was cancelled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported output problem and subsequent cancellation remain unknown.

Manufacturer narrative:
One claris¿ amplifier was received for evaluation. Visual inspection revealed the front panel ports, chassis, and labels show signs of wear consistent with use over time. Power was applied to the amplifier and the amplifier passed power-on-self-test (post). The amplifier went status ready and communicated with the test claris computer. The electro-cardiogram (ECG) and intra-cardiac (ic) signals were imported with an ECG stimulator to each channel and all ECG and ic signals were observed successfully. It was noted that during the investigations a packet out of bounds error was observed multiple times and a loss of all signals was observed during these out of bound conditions which duplicate the reported symptom. The loss of communications was due to the system on module. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The reported event was able to be duplicated by functional testing. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to the system on module.